Event description:
It was reported that a patient underwent a kyphoplasty procedure to repair a t10/t11 compression fracture. During the procedure, the bone cement extravasated, compressed the patient's spinal cord and caused significant neurological damage. The patient awoke from the operation paralyzed in both legs. The patient was immediately brought back to the operation room and the physician removed as much of the errant cement as he could but the patient remained paralyzed. The patient was reported to have had a third surgery at a later date. No additional information was reported.

Manufacturer narrative:
Device not returned.